Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure while dissecting the gall bladder, they noted more smoke than usual. The gall bladder had a hole although no device came into contact with it. The device was removed from the trocar and the rubber part of tip was found melted. Another device was used to continue. The site reported there was no patient harm.